Manufacturer narrative:
The probable root cause is attributed to a faulty dual counter-wound string pot in the suj1. This issue can be resolved by replacing the unit.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the dual string pot. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted varicocelectomy surgical procedure, the customer called and stated that a recoverable fault appeared on the universal surgical manipulator (usm) arm 1. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked logs and found error 23072 pointing to dual pot. The tse explained on how to exercise the the usm arm but due to language barrier, the customer elected to discuss with their technicians. The procedure was completed as planned with 3 arms. No known impact or patient consequence was reported.